Event description:
Additional information from the hcp reports the patient presented on 12/17/2005 with drainage from the lumbar region.

Event description:
The manufacturer's rep. Reported the pt presented with an infection at the pump pocket site. The pt was diagnosed with "mrsa." The pump was explanted. The pt was treated with a bolus of 100mg of liorsal. A follow up report will be sent when additional information is received.